Event description:
Event: (cc# 98-1120) at 0230 on 9/6/98, the nursing staff became aware that the iab had leaked. The surgeon was notified and arrived at the hospital some time between 3:00 and 3:30 to remove the iab. The patient is doing fine without iab support. (On 9/10/98, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: FDA-34955-1998-009). On 3/15/99, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 9/10/98. [Patient's current status]: fine - rpt'd 9/10/98.